Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing separated and leaked from below the drip chamber was confirmed. The customer¿s photo was evaluated and the reported event of separation was observed to be from the vinyl tubing p/n 660132 to the drip chamber p/n 12280783 outlet port. Fluid was also observed to be leaking from the separation. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported that the tubing separated and leaked 10 ml of platelets below the drip chamber while connected to a patient. There was no harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated and leaked 10 ml of platelets below the drip chamber while connected to a patient. There was no harm.